Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency and urge incontinence. The patient was concerned about not being able to output any urine when they voided. Contributing factors and actions/interventions to resolve the reported issue were unknown. The patient was referred to their clinician. It was reported the issue was not resolved at the time of the report. No further complications were reported or anticipated.